Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Patient selection: the proglide device instructions for use state under special pt populations, the safety and effectiveness have not been established, in pt populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device was not returned for investigation; therefore, a root cause for the reported experience could not be determined. The most probable root cause for the needle-to-cuff miss is needle deflection during needle deployment due to interaction with human tissue tract during needle deployment. The needle trajectory of every device is checked twice during manufacturing. Review of the device lot history record did not produce any findings relevant to this report.